Manufacturer narrative:
(B)(4).

Event description:
It was rpeorted that the patient presented in clinic after receiving a vibratory patient notifier alert, high impedance and a capture anomaly were noted. The patient was stable and would be monitored with routine follow up.